Event description:
(B)(6) - it was reported by the territory business manager (tbm) that the dealer stated that the m51pr power wheelchair had numerous parts replaced, including the batteries, the joystick and joystick cable, battery harnesses and charger. The product manager has approved the replacement of the unit. There was no patient injury reported.